Manufacturer narrative:
Upon investigation of the original test data it was determined that there was an error in the sample manifest that is used to create the pcr template file. This error led to a misalignment of sample ids to the test result. This error was limited to a single pcr plate that encompassed the retest of the original sample resulted in a negative test result which confirmed the source of error for 6 samples tested from this distributor on this day. Recent literature has demonstrated that saliva based testing methods are more accurate and more sensitive than the nasal swab. Reference: omer sb, simonov m, warren jl, et al. Saliva or nasopharyngeal swab specimens for detection of sars-cov-2. The new england journal of medicine. 2020;383(13):1283-1286. Doi:10.1056/nejmc2016359.

Event description:
False result based on testing day where more than one person subsequently tested negative this is historic complaint. Submission initially submitted via e-mail in absence of emdr reporting not setup.